Manufacturer narrative:
This report is being submitted as follow up no. 1 to update , and to provide the completed investigation results. One large tr band assembly along with the inflator was returned for product evaluation. Visual inspection revealed no anomalies. No gross anomalies were noted with tr band inflator. Microscopic and fluoroscopic images of the air inlet port were taken. No anomalies were observed. Leak testing was then carried on the device. The returned tr band inflator was used to inflate the tr band with 15 ml of air. Digital pressure was applied to the large and small balloon to verify full inflation. The inflated tr band was then submerged under water. There were bubbles observed along the air inlet port indicating leakage of air. The valve was then deconstructed and examined under the microscope. There was no foreign matter found in the air inlet port/valve. A comparison with another new sample, revealed that there were dents/scratches present inside the air inlet port which could create a gap around the valve and potentially result in air leakage based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the presence of dents/scratches inside the air inlet port may have caused the reported leak. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tr band was successfully placed, the procedure was a left heart catheterization (lhc). However, it appeared to be losing air and the access site was oozing. Additional air was inserted and continued to appear to lose air. The band was removed and manual pressure was applied. The reporter believes the air was leaking out of the valve as it was bubbling when submerged under water, upon doing their own investigation. A hematoma formed and was managed manually; however, the patient was reported to be in stable condition.